Event description:
Pt's family member reported finding a broken epidural catheter with coiling wire lying on pt's bed. Attempt to remove remaining catheter, approx 6 inches extruding from epidural insertion site, unsuccessful in attempt to remove catheter. Pt was placed in an extreme flexed position and another anesthesiologist successfully removed catheter with tip insert.